Manufacturer narrative:
No product will be returned and product lot information is not available. Based on all available information no causal factors can be determined and no conclusion can be drawn.

Event description:
A patient reported that after undergoing a thermage eye treatment they experienced blisters in both eyes. An eye shield was not used during the procedure and no medications were prescribed to treat the blisters. It is unknown if the patient has recovered. The patient was unable to remember the facility that performed the treatment and has refused to provide any additional information related to the complaint.

Manufacturer narrative:
Corrected b4. The source document has been received and it was determined that the date of this report should have been 27-may-2020. Data logs were requested, however are not available for review. Based on all available information no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
This event was reported by a patient and no other information was available. The patient did not provide accurate contact information, so no additional details were obtained. No product was returned for evaluation. The patient reported they were treated without the use of eye shields. An eyes by thermage treatment requires use of ocular shields. For thermage eye treatment, user must follow standard precautions for the placement and use of the eye shields. Eye shields are not provided by solta. According to thermage cpt user manual (p009420-05 rev. B), the correct size plastic globe protectors must be in place prior to any eyelid treatments using thermage. Displacement or missing ocular shields can result in increased risk of corneal abrasions or ocular damage. Based on the available information, this treatment was performed in an unsafe and off-label manner. No lot number was provided, therefore no manufacturing records could be evaluated. Trending will be performed to monitor this issue.